Manufacturer narrative:
Investigation summary: bd did receive one sample and one photograph from the customer in support of this complaint. An evaluation of both shows evidence of a thin line of plastic curled underneath the cap. Additionally, 10 retained samples from the bd inventory were visually inspected and no foreign matter was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photograph attached and returned sample provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "plastic debris were discovered underneath the cap. The affected tube has been quarantined and is available for inspection."